Event description:
It was reported that a minimum fill notification occurred after the user filled multiple cartridges with 150 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. Customer's blood glucose was 120 mg/dl. Customer reverted to insulin injections for alternate insulin therapy.